Manufacturer narrative:
The lead was discarded following explant and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of oversensed noise. There was no evidence of pacing inhibition however the patient is pacemaker dependent so the physician elected to surgically intervene. The lead was explanted and replaced without incident.